Event description:
It was reported that the insulin pump alarmed no delivery, and the alarm was resolved by and infusion set change. The customer's mother stted that the alarm had been caused by scarring at the insertion site. She advised that the alarm had not recurred since then. The most recent blood glucose reading was 109 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.